Event description:
Patient reported they went to an orthodontist due to many issues they were having and was informed to immediately stop using byte aligners. Many of their teeth are now chipped and misaligned after using the aligners. The patient now requires braces. They also went to their dentist who took a 3d and documented all the chipped teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.